Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was exchanged intraoperatively from the patient's right eye after the haptic broke off during lens insertion. The lens and haptic were removed from the eye. The incision was enlarged. No sutures were required. A back up lens of the same model was implanted. The patient's current prognosis is "excellent post-op course. Condition is improving (1 day post-op exam)."

Manufacturer narrative:
The lens was not returned for evaluation. The lot history record was reviewed and there were no non-conformities or anomalies related to this complaint. Based on the current information the exact root cause of the event could not be determined. However, user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.